Manufacturer narrative:
A review of tickets determined that there are no other complaints for lot 07519a000 and no trends were identified related to this issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 07519a000 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ipth reagent, lot 07519a000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27 / -29.

Event description:
The customer reported falsely depressed architect ipth results on one patient. The results provided were all from the same patient: on (B)(6) 2019 sid (B)(6) = 4pmol/l / (B)(6) 2019 sid (B)(6) = 17.1pmol/l / (B)(6) 2019 sid (B)(6) = 5.5pmol/l / on (B)(6) 2019 sid (B)(6)= 8.4pmol/l. There was no reported impact to patient management.